Event description:
There was an error message on vessel sealer machine stating "not placed in socket...using old software", no power on end of device while being used. Turned off the machine and back on after few seconds, device worked for 4-5 minutes then did not function with error message on vision cart stating "blades exposed"